Event description:
It was reported that the subject device had bad image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "bad image" was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue in addition, the following reportable malfunctions were identified during the device evaluation: dark stains under light guide connector, and blurry image were found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had bad image. There were no reports of patient harm.